Event description:
"34 x 100 relay pro nbs placed distally first. 40/36 relay pro nbs tapered prox into the 34x 109 nbs distal piece to accommodate the tapered aorta. Relining of previous tevar stent graft dr. (B)(6) , upon deployment of the relay pro 40/36 x154 in zone 3, that the relay pro was or looked to be "twisted". I was not certain that was the case and upon discussion, I concurred that it could be the situation but also wanted to take a bit more time to review the screen in that, I felt it could have retroflexed (versus twisted) and was at this point we decided to balloon the stent graft. A coda balloon was then advanced & a gentle ballooning of the area in question (within the stent graft) was completed with relay pro then opening fully. At this time, we proceeded to finish the case completing a final angiogram. Upon completion of final run, I did not see any clinical sequlea. I did not see nor note any endoleak." Patient outcome: "n/a"

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"34 x 100 relay pro nbs placed distally first. 40/36 relay pro nbs tapered prox into the 34x 109 nbs distal piece to accommodate the tapered aorta. Relining of previous tevar stent graft. Dr. (B)(6) believed, upon deployment of the relay pro 40/36 x154 in zone 3, that the relay pro was or looked to be "twisted". I was not certain that was the case and upon discussion, I concurred that it could be the situation but also wanted to take a bit more time to review the screen in that, I felt it could have retroflexed (versus twisted) and was at this point we decided to balloon the stent graft. A coda balloon was then advanced & a gentle ballooning of the area in question (within the stent graft) was completed with relay pro then opening fully. At this time, we proceeded to finish the case completing a final angiogram. Upon completion of final run, I did not see any clinical sequlea. I did not see nor note any endoleak." Patient outcome: "n/a."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.